Manufacturer narrative:
Complaint confirmed, evaluation of the drill bit and drill guide reveals circumferential abrasion and damage. A likely cause of the event is prying/leveraging the drill bit during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a middle finger fusion procedure, the drill and guide included within the dynanite niti staple kit, ar-8717ds-0907, became stuck together and also within the patient's bone. The surgeon used needle pliers to wiggle the guide and drill out of the patient's bone. Once the drill and guide were removed from the patient and were able to be separated on the back table. The surgeon opted to place a plate from another manufacturer over the drill holes instead.